Event description:
Placed a peripheral IV, put ns on end of clave to attach to line. Thread is not deep enough. Saline (and heparin) flush disconnected and fall to the floor. You have to hold the two pieces together while infusing so they do not become uncoupled. This happened later on a different patient when I was flushing his port after his cadd pump was removed. Other nurses have stated they have experienced the same event. Manufacturer response for connector IV needleless one link, connector IV needleless one link (per site reporter) per nursing opinion: ¿if you look at the connector you can see that there is only one spiral around the end, and I don¿t think there is enough room for it to catch properly."